Manufacturer narrative:
H6 correction: the patient code c50672 was not previously indicated in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving prialt of an unknown concentration via an implantable pump for non-malignant pain. It was reported that probably the last 2 weeks, the patient got a bulge in his back "like half a golf ball. It was indicated that a physician said it was spinal fluid". The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). When the patient would go to bed, the bump would go away. The first thing in the morning, the patient¿s legs were great, but then after a short time they would get really bad. It was also noted that their coordination was bad, and the patient was not getting any medicine. The patient had no headaches at night but during the day they would get mild headaches which the patient knew was a side effect of csf leak. The bulge was starting to leak off to one side and the patient was afraid the spinal fluid was going to leak out and break. It was further reported that their healthcare provider (hcp) said that it was no problem, that it's never going to happen, and if they fix it, it would just happen again. It was further noted that the tip of the catheter was compromised apparently so fluid comes out during the day, and at night goes back in. The patient was concerned about it because they thought it's something to worry about and they wanted a second opinion. Physician listings were provided as requested. It was noted that their hcp had tapered the patient off dilaudid and that they were just beginning prialt in the pump, believed to be currently up to 6.5 mcg/day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4) implanted: (B)(6)2018 product type catheter.

Event description:
Additional information was received from the consumer. The patient reported they were working on getting records for a new doctor to get a second opinion. The patient stated they were taking their time and they were getting used to prialt. The patient stated, "so far very good." The patient was not sure the catheter tip was compromised. The patient was not sure what was in the lump, their doctor said it was spinal fluid. The patient had no idea how the leak started. The patient stated, "it's a bulge, that's all - I do not think it's a problem." The patient added, "the pump is working fine." The patient went on to say, "let's all just wait this out. My headache is very small. I am happy with my pump." The patient also indicated they were happy with their doctor and their clinic. The patient was going slow and was being careful.